Event description:
ID band width and sharpness of edge causes abrasions on newborn ankle and feet. Staff report that ID bands are not as flexible as small width and newborn ankle-foot flexion causes continual rubbing. Smaller width ID bands were used to replace problem, wide width, bands.